Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 28 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, patient pulled out the nasogastric tube (ngt) and two centimeters was noted to be missing. Broken tip noted on x-ray. The tube was in place for five days. The ngt was placed with a stylet and was flushed to activate the internal lubricant prior to removing the stylet.

Manufacturer narrative:
All information reasonably known as of 12 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: h3, h6. H6: investigation findings: appropriate term/code not available: malfunction observed without conclusive finding. The actual complaint product was returned for evaluation. The sample provided confirms tubing expanded to form a balloon shape which burst causing for the tube to be unable to function as intended. The incident was confirmed based on sample evaluation. However, per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. A root cause could not be determined. All information reasonably known as of 28 nov 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.